Event description:
It was reported that customer was hospitalized for low blood glucose levels. Spouse stated that customer changed set, delivered 25 unit bolus, and received the empty reservoir alarm on pump. It was reported that customer was disconnected while priming. Upon reviewing prime history, four 20 or more unit primes were present. The 25 unit bolus was also present in bolus history.